Manufacturer narrative:
Correction: h6- "difficult to remove" code should not have been included in previous report. The received information indicated the chronic lead exhibited a helix retraction issue, however extraction was noted to be without complication.

Event description:
It was reported that the patient presented in clinic upon receiving a vibratory notification from their implantable cardioverter defibrillator. Device interrogation and an x-ray was performed. It was found that the patient's right ventricular (rv) lead had dislodged. It was further noted that the rv lead under-sensed r-waves and exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.